Manufacturer narrative:
The hill-rom technician found all four caster not holding. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced all four casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes are not holding. The bed was located at the account in storage. There was no pt/user injury reported. This report was file din our complaint handling systems as complaint #(B)(4).